Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event occurred on an unknown date that the customer reported chemotherapy leaking from a plumset. There was patient involvement however no report of adverse event or a delay in critical therapy.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples were returned for investigation. A picture was provided by the customer showing the filter of the list 140099290 set, however, the reported leak cannot be confirmed from the provided pictures. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.